Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. No patient involvement reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The 314.150 lot. 8236189, manufacturing location: (B)(4), manufacturing date: 3rd january 2013 lot of 24 pieces was released to the customer. No deviation or any ncrs were marked in this document. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that this item has been returned from hospital with tip broken. No other information was provided. This item was picked up during a loan kit inspection, upon return of the kit from the hospital. It was confirmed that the device was not damaged in surgery. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the received instrument is broken, the tip is broken off (the hex is still missing) as mentioned in the complaint description and the coupling-part has some slight deformation from hard use, but otherwise the article is in good condition. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No non-conformance reports were marked in the DHR during production. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but based on visual investigation of the received part, it seems that the damage at the tip and at the coupling resulted from untighten (wear and tear from often use over the years). No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.